Event description:
Patient was revised to address cup loosening. Two of the rim screws had backed out and were floating loose.

Manufacturer narrative:
(B)(4). Patient was revised to address cup loosening. Two of the rim screws had backed out and were floating loose. Doi (B)(6) 2013 - dor (B)(6) 2014 (right hip). 7/22/2014 medical record and x-rays received. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical record(s) and x-ray(s) have been provided and reviewed by a medical professional. With the information provided, the acetabular loosening was a result of the acetabular non-union and poor bone quality and is not product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.